Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Ten years post op it was found that the implants were broken and reported feeling uncomfortable. The patient¿s daily life has been affected. No revision surgery has taken place.